Event description:
Customer called to report that the creatinine cup on the synchron lx clinical system, model lx20 pro, was overflowing and leaking into the hydropneumatic unit area. Customer requested onsite service. On the following day, the field service engineer (fse) inspected the instrument and found that the creatinine cup was overflowing at the time of a smart module error for the creatinine module. The root cause was likely an issue with the water valve, which caused the overflow. The fse was then able to calibrate the creatinine cup chemistry successfully. The fse verified instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer stated that no patient results or samples were affected, and that no one was exposed to or harmed by the leak/overflow.

Manufacturer narrative:
The beckman coulter, inc. Identifier for this report is (B)(4).